Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, upon opening the urinary catheter. The tip of the catheter broke off.

Event description:
According to the available information, upon opening the urinary catheter. The tip of the catheter broke off.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and did not find any other complaints regarding lot number 9780677. Checking the quality database revealed one change control possibly in relation with the described defect: cc (B)(4) "packaging - addition of longitunal precuts" opened on september 2013 and closed on january 2014. The problem of the tip being torn off when opening the packaging is a known. So, since the implementation of the change control tw (B)(4), it is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.